Manufacturer narrative:
In an research article, one ventricular tachycardia managed with cardioversion, one atrial flutter managed with cardioversion, one transient complete heart block, one re-operation due to shunt and one mild pericardial effusion with spontaneous resolve were reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2135147-2021-00435. The article, "transcatheter closure of residual and iatrogenic ventricular septal defects: tertiary center experience and outcome" was reviewed. This research article is a retrospective single center experience to assess long term outcome of transcatheter closure of post-surgical and post-intervention residual and iatrogenic ventricular septal defects (vsds). Amplatzer muscular vsd occluder, amplatzer duct occluder and amplatzer duct occluder ii were associated with the study. The article concluded that transcatheter closure of post-operative and post-intervention residual/iatrogenic vsds represents a safe, feasible, and effective therapeutic approach. (B)(6).